Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an 840 ventilator had a faulty oxygen sensor. There was no patient involvement at the time of the reported incident. The service engineer cleaned and calibrated the expiratory valve.